Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomed at the user facility who revealed that the reported issue was not duplicated after removing the unit from service and testing. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008k2 hemodialysis (hd) machine had the treatment time (rtd) not counting down and was not removing the proper amount of fluid during a patient¿s hd treatment. The uf rate could not be changed to the desired setting of 190 milliliters (ml). The treatment was ran at 70 ml for three (3) hours. The treatment removal goal was 615 ml. The patient returned to the clinic on a different day for an extra hd treatment and removed the remaining 300 ml. No other adverse events were experienced. The patient¿s post treatment condition was fine. The biomed was unable to duplicate the issues. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.